Manufacturer narrative:
Returned screw was examined visually under magnification. Screw has broken near the runout root transition point, approximately .2 inches from the top of the head. A spiral fracture pattern was observed at the site of failure, indicating a torsional failure. Additional mdrs associated with this event: 3025141-2017-0258: screw 1; 3025141-2017-0259: screw 2; 3025141-2017-0260: screw 3; 3025141-2017-0262: driver.

Event description:
During an orthopedic surgery, four screws and a driver broke.